Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. It is likely that an interaction with patient anatomy or suture/ link pulled until it breaks contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This was reported as an arteriotomy closure of the common femoral artery with a prostyle device after an interventional percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, the suture separated when the plunger was removed. The knot was noted to be untied upon device removal. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.